Event description:
The long45a did not fire correctly during a lap bariatric procedure. The surgeon squeezed the handling and the stapler did not deliver all of the staples to the tissue. They opened another long45a device and it functioned properly to complete the case. There was no consequence to the pt.